Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with monitoring electrodes. The customer reported that she received a skin reaction while doing a 30 day heart monitor. The irritations were welts on her mid section, back, and legs. The patches were under her right collarbone and under the left breast/rib area. They were changed daily. The rash started 48 hours after her first application. She saw the doctor on (B)(6) 2013 and was prescribed singulair, benadryl, medrol 4mg, and hydrocortisone. The customer further reported that (B)(6) advised her to use skin-prep protective wipes. She used skin-prep protective wipes made by smith and nephew and let the skin dry completely before applying the electrodes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.